Event description:
Nurse hung the primary normal saline bag and using the blood tubing attached the unit of prbc. After approximately half of the blood was infused (125 ml), the nurse realized that the blood bag was no longer emptying, but was becoming more full. She tried to tighten the roller clamp on the primary line to prevent backflow. The clamp appeared and felt to be tight. When the blood bag continued to expand, she applied a hemostat above the roller clamp. The blood then infused appropriately. There was a tinge of blood in the primary drip chamber. The unit was able to be infused before the 4 hour limit on infusion time was reached.